Manufacturer narrative:
It was reported in the initial medwatch report that the date the device returned to manufacturer was oct 11, 2016. Please note that the correct date was nov 16, 2016. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device bearings were damaged was confirmed. An assessment was performed on the device which found that the bearings are worn out and loose which creates a situation where the cutter is not able to be inserted. It was determined that this condition was due to the bearings are no longer in axial alignment not allowing the cutter to pass through. Failure was caused by worn out bearings. The assignable root cause was determined to be due to component wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the attachment device had damaged bearings. During service and evaluation, it was observed that the attachment device ball bearings had fallen apart, the device was missing balls and a cage and the extension sleeve was damaged. It was further determined that the device failed the following pre-tests: cutter insertion. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.